Event description:
It was reported that the patient had discharge and swelling at the device pocket due to infection. The physician stated the infection was not related to abbott's device. The implantable cardiac monitor (icm) was also noted to have eroded through the skin. The icm was explanted due to the infection. A new icm was implanted. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.